Event description:
It was reported that pump display showed pixel issue that affected ability to read and interact with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer contacted distributor, pump was confirmed to be within warranty, and replacement pump was arranged; customer declined to share backup insulin therapy method, was given instructions for storage and return of problematic pump, and was instructed to return pump to Tandem using provided materials.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.